Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of knee components - reason not reported.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing related issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient's history of falls and the fall that occurred during the 2 months prior to revision. This device is used for treatment not diagnosis.

Event description:
It was reported that a patient who had received a total knee arthroplasty (tka) approximately 3 years prior has a revision completed due to pain. In the index surgery, the surgeon did not resurface the patella. Two months prior to revision surgery, the components appeared well fixed and in good alignment. Patient was complaining of pain following a fall and patient has a history of falls. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00194.